Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose was 575 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.